Event description:
The customer reported that the pump screen was cracked. The blood glucose level at the time was 123 mg/dl. No additional information was available regarding the outcome of the event, but the device was expected to be returned for assessment and a replacement pump with serial number 1349729 was to be provided.